Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. Fse conducted follow-up with the customer over-the-phone to address the reported event. While troubleshooting with the customer fse was informed that the guide rod needed to be lubricated. During the lubrication process the customer took the sample needle out and found it was slightly bent and in the process they lost the plate that holds the sample needle in place. The fse sent a new sample needle and hold down plate. The following day the customer received the parts sent by the fse and replaced the sample needle. The customer ran several patient sample but still received the z1-axis error on two samples. The fse notified the customer that the guide rod needs to be lubricated on all sides. The customer called back the following day and notified the fse that the needle has broken thru bottom of the sample cup. The fse reordered parts and traveled to the customer site to investigate the error. The fse lubricated the z1- axis and verified all cup presence sensors. Also, the fse noticed some lag in micro switch state change resistance. Fse replaced both cup presence sensor micro switches. Then fse checked and reseated all connections to asm board and from z1 axis motor to dvr1 board. Fse then recycled power with power switch. The instrument was validated by the fse by running full rack of cups and a rack of both cups and patient tubes with no errors. Then a calibration and quality control run was performed by the fse and all results were within range. Instrument is functioning as intended and was released. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were four similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: the 710 z1-axis error explanation: operation error in z1-axis. Countermeasure: inspect z1-axis. Execute smp.reset. The most probable cause of the reported issue was due to lack of lubrication of the guide rod z1 axis and a malfunctioning micro switch for the cup sensor. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 710 z1 axis errors and sample needle is crashing thru sample cups on their g8 instrument. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluation by manufacturer: the 2 loader microswitches were returned for investigation. Functional testing was performed on both loader switches and the result were as follow: 1) sample #1 loader microswitch was tested and did not confirm the reported failure. 2) sample #2 loader microswitch was tested and the error was confirmed duplicated as indicated by the fse. The most probable cause of the reported issue was due to fault or failure of sample #2 loader microswitch conclusion code: 4307 cause traced to component failure. (B)(4), per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.